Event description:
It was reported that the colonovideoscope produced no image when it was plugged into the processor and powered on and the screen remained black. The issue was found during the inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.